Event description:
It was reported that this pacemaker system exhibited loss of capture (loc). Technical services (ts) reviewed the presenting electrogram and confirmed there was loc on the right ventricular channel. Capture thresholds were higher than expected. The field representative provided the patient is not dependent. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.